Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. I did have an adjustment of my stimulator due to continued deterioration if my spine. We changed channel and increased stimulator. It should the problem.replacement device was sent and issue was resolved, recharger acted like I had a short in the connecting wire.the discolored pin was missing in the battery pack and it was replaced next day.my stimulator was not completely masked my new pain, but it is now tolerable.

Event description:
Information was received from a patient (pt) representative regarding an external device. The reason for call was caller said the recharger telemetry module (rtm) cord needed to be replaced since it had a short in it, they said their manufacturer representative (rep) tested it and they said a new rtm needed to be done. Starting probably a week or two ago when they would try to recharge the implantable neurostimulator (ins) it would kick off saying the cord was not connected and they got many different things. Caller noted where the base of the cord plugged into the controller, if they flex it then it did all kinds of different things. During call caller verified no damage to the rtm and when they examined the controller charging port, they only saw 7 pins. Caller reset the controller and when they attempted to recharge the ins, they got battery low replace the controller battery soon even though the controller battery had 80% charge. They then got terminated. The issue was not resolved. A request was sent to the repair department to replace the controller. No symptoms were reported. Pt called back stating that they received the replacement controller. Pt stated that they followed the instruction and went through the set-up process however they were not sure if they did the right thing and they think that the "thing" was not working at all because they couldn't feel anything. Agent walked pt through getting to their therapy screen; pt confirmed that their stimulation was on. Pt mentioned that their manufacturer representative (rep) said that they were supposed to have it at 2.8 however if they go on the first one which is at 2.8, they couldn't feel a thing. Pt stated that yesterday and today until they started "feeling" of it, they could feel a buzzing in their back but if they go up at 3.1 they could feel it. Pt stated that when they first set it up and they go to group b with intensity at 3.1, they almost couldn't stand it and now they had to go up to 4 almost 5 before they could even feel it. While on the call, pt stated that they tried to switch in group b and it was really "intense" and they got to turn that down. Pt stated that it was at 3.1 and that's the settings they were supposed to have. Pt stated that they were all the way down to 2.0, 1.9, 1.8 and 1.7 and they could still feel it really strong. Agent reviewed information in changing the intensity until getting their desired stimulation. Pt mentioned that when the rep was setting their therapy, the rep kept having them go "up, up, up" until they could feel. Patient also mentioned that their old controller was missing because there was a pin missing and they think that's what causing the problem. Pt noted that now that they have a new one everything was working right.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot#serial#: (B)(6), product type: recharger, product ID: 97745nt, lot#serial#: (B)(6), product type: programmer, patient product ID: 97745nt, lot# serial#: unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.